Manufacturer narrative:
It was reported that the stent was found not expanding in the middle of deployment. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It was reported that the stent was found not expanding in the middle of deployment. The outer sheath was placed back to load the stent and removed. Another stent (niti-s, same size) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the stent was found not expanding in the middle of deployment. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. There were no curve and kinking in the stent loading part of the outer sheath, and the tip was inserted into the sheath. Deployment was tried without pressure, but failed. It was manually deployed by hand, holding the tip, and pulled out by force. In the inner sheath, notable kinking was not observed. The stent expanded normally. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "stent was found not expanding in the middle of deployment", it is considered that the middle part of the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. In addition, based on the tip being inserted into the sheath, it is assumed it occurred during removal of the delivery system. It is supposed that deployment failed under no pressure because delivery system was deformed during this procedure. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the stent was found not expanding in the middle of deployment. The outer sheath was placed back to load the stent and removed. Another stent (niti-s, same size) was used to finish the procedure. There were no patient complications as a result of this event.